Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself while on battery power. The device was returned to the clinical engineering department with a report that during set up, prior to pt use, the device alarmed with an e437 (s/w failure) error code. It was reported the device was charged all night and when turned on the device powered itself off while on battery power. At that time, the device was plugged into main power and when turned on alarmed e437. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.